Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, patient was brought to lab for positional issues with cp. Echo was done and pigtail was noted to be under a pap muscle. The physician attempted to reposition under fluoroscopy and echo. The decision was made to remove impella and peel away sheath and replace with another impella device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. H1 type of reportable event: corrected from serious injury to product malfunction.